Event description:
An event was received through the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of approximately 4 years (56.90 months) due to unknown reasons.

Manufacturer narrative:
Device not returned. No further details were provided. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Explants of rings at sometime during a postoperative period are typically performed for a failed valvuloplasty repair. Although these typically do not represent a malfunction of the annuloplasty ring, they do require reoperation and are considered serious injury. In this case, no reason was provided for the explant and it is unknown if a replacement device was implanted. However, the investigation is on-going.